Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) investigation did not show issues related to complaint. A document assessment (fema) was conducted and no changes were required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time since the device sample is not available, it is not possible to determine the source of the defect reported and determine a root cause. Customer complaint cannot be confirmed. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The customer alleges that the heater flooded the circuit on a (B)(6) pt. A lavage of water was introduced to the infant. The customer reports that there was no injury to the pt. The customer also reports that the device was in use for approx 1-1.5 hours at the time when the alleged events occurred. The customer alleges that they could not adjust the moisture/gradient level on the device.